Manufacturer narrative:
Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(4), electrode belt (B)(4), manufacture date: 05/01/2011.

Event description:
A us distributor contacted zoll to report that a pt experienced an appropriate defibrillation event consisting of 5 shocks. The pt was reportedly unconscious at the time of the event. The first three 150j shocks were delivered appropriately during vt/vf. Two add'l 22 shocks were delivered in response to CPR artifact. The low energy shock is likely a result of an open garment during resuscitation efforts. The pt's ECG reveals one add'l non-lifevest shock delivered between shocks 4 and 5. The pt passed away (B)(6) 2014.